Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however humidity was in the respiratory system. The hospital was informed of routine cleaning procedures, and the unit was returned to service. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the inspiratory valve froze during a case, causing an inability to mechanically ventilate. The unit was replaced. There was no report of patient injury.